Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step for the cartridge. Tandem customer technical support educated customer to follow the proper air removal steps. Reportedly, the customer would clean the vents as well. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 526 mg/dl. Elevated bg was addressed by a correction bolus via the pump.